Event description:
The patient was in the hospital with acute onset of hallucinations; they were unsure of the cause. There were no pump alarms. The programming was confirmed to be correct. A dye study was performed; the catheter had migrated out of the intrathecal space, but the md was able to aspirate 10ccs of clear fluid from the cap (catheter access port) and believed it was csf. A drug screen was done; they were awaiting the results. A therapeutic bolus was given; they were waiting to see if there was a response. The device system was used to deliver lioresal 2000 mcg/ml at 700 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).